Manufacturer narrative:
The reported event was found to be inconclusive. The device was returned for evaluation. Evaluation found no pinch or blockage on the returned catheter. Water was able to be introduced into the returned catheter. No conditions were found on the sample that could be associated with the reported event. However, a complete evaluation could not be performed due to poor condition of the returned sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon even when the shaft was cut. The catheter was removed after bursting the balloon. Per email received from the ibc representative on (B)(6)2019 , the balloon was removed by the percutaneous puncture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon even when the shaft was cut. The catheter was removed after bursting the balloon. Per email received from the ibc representative on (B)(6) 2019, the balloon was removed by the percutaneous puncture.